Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. There was no known accident or incident related. The patient had pain in their mouth and chin. The patient took pain pills, 3 a day, and it didn¿t seem like it was helping. The device was for trigeminal neuralgia and the wires were going to his eyes, mouth, forehead and nose. The patient stated the pain kept dropping lower and thought one of the wires in his face (next to his nose) dropped down a little. The patient was redirected to their physician. Additional information was requested, if received, a follow up report will be sent.